Event description:
Plaintiff alleges that as a result of working with and around latex gloves pt has developed allergy to latex, dermatologic rashes, and respiratory problems. In addition, plaintiff alleges painful and permanent physical and mental effects.